Event description:
It was reported that the pt experienced pain due to leakage of medication. The report indicated that this was due to a catheter dysfunction. The pump was used to deliver morphine, clonidine, marcaine and bupivicaine.

Manufacturer narrative:
(B) (4).